Event description:
Initial report from the customer indicated no flow and high pressure within the tank in spite of the tank being empty. No physical or electrical damage to the internal printed circuit boards. Customer also reported thermal damage to the pneumatic block assembly.